Event description:
Reporter stated that leakage occurred from a connector between a port of the twin bag and the spike of the transfer set during use. The product was new. No patient injuries or medical interventions occurred as a result of this event.

Manufacturer narrative:
The device has not been received. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.